Manufacturer narrative:
Evaluation summary: we checked the returned product and confirmed that the soaking cap worn out. It was non-repair item so that it was replaced with new one. Serial number is unknown. Serial # is unknown so that unique identifier is blank. This report is being filed as part of the pentax backlog management plan.

Event description:
Corroded surface. This problem is known till (B)(6) 2020. This event occurred at the time of reprocessing. There was no report of patient harm.